Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead dislodged upon cutting away the delivery catheter. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).